Event description:
Patient came to clinic (B)(6) 2022, with damage to bilateral bend relief portions of the battery connection cables, and area of thermal damage to the white battery connection cable. Pt also complained of low voltage advisory while on batteries while batteries indicate 50-75% charge. Waveform data sent for analysis. Controller exchanged.